Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up of a shoulder cuff repair surgery, once opened the carton, it was found the footprint anchor broke. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image finds the insertion device and a fractured anchor on a sterilization tray lid. There is no suture material shown. The complaint was confirmed, and the root cause could not be established. Factors that could have contributed to the reported event include excessive force on the device during storage or transport. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The anchor fractured at the suture window. Some suture material was returned. The insertion device and anchor have biological debris on and in them. A review of the customer provided image finds the insertion device and a fractured anchor on a sterilization tray lid. There is no suture material shown. Based on the condition of the product material found during visual inspection, additional material testing is not required. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The footprint anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was related to unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device during storage or transport. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during set up of a shoulder cuff repair surgery, once opened the carton, it was found the footprint anchor broke. The procedure was completed without delay using a back-up device. No further complications were reported. Per results of investigation, the visual inspection confirmed the insertion device and anchor have biological debris on and in them which means the device was used on the patient.